Event description:
It was reported that the insert couldn¿t click into the tibial component. As a result, the case was prolonged waiting for insert 3-4 9mm replacement to arrive.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device had some damage from the attempted insertion. The device was manufactured in 2018 and exhibits no sign of wear. A dimensional inspection was attempted but the locking detail was too damaged / deformed from the attempted insertion to obtain valid measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.